Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc). The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation of the ivc wall could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter has perforated the inferior vena cava (ivc) wall.

Event description:
Additional information received per the medical records state that the indication for filter placement was hemorrhagic shock and prolonged bed rest with an anticipated high risk of pulmonary thromboendarterectomy (pte). The filter was deployed via the patient's right femoral vein. It was placed in the inferior vena cava below the level of the renal veins. The procedure was done at the patient's bedside under fluoroscopic guidance. The patient tolerated the procedure well. There were no complications. Approximately fourteen years and two months after the index procedure a computed tomography (CT) scan was done to assess the inferior vena cava (ivc) filter. The device was identified without evidence of significant filter tilting. The filter struts appear intact without evidence of breakage or bending. Two of the medial struts extend approximately 3 to 4 mm beyond the margin of the ivc wall. Incidental findings include: subsegmental atelectasis was noted in the lung bases. Small bulla were noted in the lungs. Multiple gallstones are seen within the gallbladder (cholelithiasis).   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the ivc, filter tilt and filter embedded in wall of the ivc. The patient became aware of the reported events approximately fourteen years and two months after the index procedure. The patient contends that they are unable to walk because of shortness of breath and abdominal pain. The patient is also unable to exercised due to pain from the. Filter perforation.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc). The patient reported becoming aware of perforation of the filter struts outside the ivc, filter tilt and filter embedded in wall of the ivc, approximately fourteen years and two months post implant. The patient also reports inability to walk due to shortness of breath and abdominal pain and is also unable to exercise due pain of the perforation. According to the medical records the indication for the filter implant was hemorrhagic shock and prolonged bed rest with an anticipated high risk of pulmonary thromboendarterectomy (pte). The filter was placed via the right femoral vein and deployed below the level of the renal veins. The procedure was done at the patient's bedside under fluoroscopic guidance. The patient tolerated the procedure well with no complications. Approximately fourteen years and two months post implant a computed tomography (CT) scan was done to assess the inferior vena cava (ivc) filter. The device was identified without evidence of significant filter tilting. The filter struts appear intact without evidence of breakage or bending. Two of the medial struts extend approximately 3 to 4 mm beyond the margin of the ivc wall. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Ivc filter tilt has been associated with operator technique and/or vessel characteristics, specifically asymmetry and tortuosity. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation of the ivc wall could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Pain and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.